Event description:
Intitial result for a pt hcg was negative. When repeated, the result was 104, 904 miu/ml. The incorrect result was not used to guide pt therapy. The field service rep found the mixer paddle was bent, creating foam. He reparied the instrument by replacing the paddle.